Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury, severe and permanent pain, scarring, adhesions, urinary and bowel dysfunction, infection, inflammation, foreign body reaction, erosion, contraction, hardening, nerve and soft tissue damage, disability and impairment.

Manufacturer narrative:
(B)(4). Additional information from the importer report: (B)(6) 2012; uretex sup urethral support system, catalog #: 485013. (B)(6). Attorney.